Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. MFR report# 3005099803-2009-04863 and 3005099803-2009-04859 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a radiofrequency ablation (rfa) procedure of the hip bone performed on (B)(6), 2009. According to the complainant, during the procedure the console displayed an error code. The leveen needle electrode was replaced, but the same failure recurred. The procedure was completed with another MFR's device and generator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.